Event description:
Customer awoke with high blood glucoses. Error was displayed but no alarm was heard. When changing the set there was no confirmation beeps on activation. No audible was noted during the self test.